Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(4). Batch: 17625942.

Event description:
It was reported that the patient was experiencing inadequate stimulation. There was no device malfunction suspected. The patient underwent an explant procedure wherein all device components were explanted and discarded by the medical facility.